Manufacturer narrative:
The lead will be returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting decreased r-wave measurements, increased threshold measurements and was found to have micro-dislodged. Therefore, a revision procedure was performed. However, difficulty was experienced extending and retracting the helix. The lead was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspections noted dried blood in helix and helix housing. No irregularities were noted at the tip region of the lead. Resistance and pressure testing were performed to assess the electrical continuity and insulation integrity of the lead. All measurements were within normal limits. Final analysis could not confirm the allegation of dislodgement as no irregularities were noted at the tip section of the lead or with the helix that could contribute to dislodgment. Final analysis confirmed the issues observed clinically with the helix mechanism as the blood in the helix mechanism most likely contributed to extension/retraction difficulty. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.